Manufacturer narrative:
(B)(4).

Event description:
Additional information received by the manufacturer representative reported the patient had uncomfortable stimulation in the abdomen. The surgeon was to move the paddle down the spine. Surgery scheduled for (B)(6) 2015. There was no migration; the surgeon was willing to move the paddle down the spine to achieve better coverage. Should additional information be received, a follow-up report will be sent out.

Event description:
Follow up form the healthcare provider reported that the lack of stimulation coverage to the left foot was not resolved at the time of the report. Should additional information be received, a follow-up report will be sent out.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n547230, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative reported that one week after implant the consumer was getting stimulation coverage on the left foot. The consumer only had coverage for a short duration after implant and since then stimulation coverage was unable to be reprogrammed to the left foot. The consumer was seen at their physician's office on (B)(6) 2015 by a manufacturer representative for reprogramming and they were unable to capture stimulation coverage in the left foot. The consumer was also seen by the office physician's assistant at that time. X-ray was ordered to confirm lead placement and it was noted that the paddle lead did not move. The consumer was also seen on (B)(6) 2015 by a manufacturer representative. The consumer was being referred to a neurosurgeon for paddle lead revision. The consumer indicated no fall or trauma. The event occurred during use in (B)(6) 2015. No further outcome was reported. The cause of the lack of stimulation coverage was not determined. Additional follow-up was being done to obtain this information; if additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be reflex sympathetic dystrophy/causalgia-complex regional pain syndrome and spinal pain.